Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device cut the skin full thickness when it was set up at 0.08. Additional clinical information determined that there was a patient harm as the initial graft harvest was unusable. As a result an alternate device was retrieved and an additional unplanned graft harvest was required with an estimated delay of 16-30 minutes to the procedure.

Manufacturer narrative:
The device was manufactured on 1/26/1996 and was previously repaired at zimmer surgical on 5/8/2012. Investigation revealed damage to the housing and nicking to the head and control bar. It was also noted that the width plates were worn. Prior to repair, the device met motor speed specifications and the master blade was flush with the control bar. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the housing shaft, head, control bar, width plates and standard repair parts. Post repair analysis revealed corrosion to the neck, motor and swivel. The reported event was not reproduced during testing and a cause cannot be determined. There is no information regarding user technique; however, it should be noted that improper user technique can potentially lead to undesirable graft results. Additionally, the customer should be aware per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. If damage or wear is noted that may compromise the function of the instrument, do not use." The device was repaired and scheduled to be returned to the customer.